Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and boot test was performed and failed due to receiver perpetually rebooting. Open receiver case for internal visual inspection and passed. The receiver data log could not be downloaded due to receiver perpetually rebooting. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.